Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2xh6d, implanted: (B)(6) 2024, and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing pain. This issue was on going. It was noted that the patient reported pain even at very low thresholds that kept them from walking. They stated that their neurologist told them that their nerve pain was from the device and they should have it removed immediately. Additional information was received from the manufacturer representative (rep) on 2024-oct-25. The rep reported that the cause of the nerve pain was not determined and the most likely cause was unknown. To resolve the issue, the rep stated the device was turned off. The issue has been resolved. The rep stated device removal was planned but the surgery date was unknown.